Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen had gradually become difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump was powered on and the display screen appeared dim. The display screen was replaced with a test display and functioned properly. Unrelated to the complaint, the keypad was found to be peeling at the ok keypad button and the up arrow keypad button had an intermittent response. The keypad cover was removed and contamination was found under all button contacts. The contrast button was also found to be unresponsive.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.